Event description:
Ng placed for medications. Confirming chest xray indicated ng tube extending down the trachea and through right mainstem bronchus to right lower lung. Ng tube removed. Pt subsequently became tachypneic with high airway pressures. Xray revealed complete collapse of the right lung with mediastinal shift to the left consistent with tension pneumothorax. Chest tube placed. Xray taken after chest tube placement indicated persistent but decreased pneumothorax. Some sq emphysema present with air leak. On (B)(6) xray indicated air leak resolved.